Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred with multiple cartridges during the load process. The customer's blood glucose level was 177mg/dl. A third cartridge was successfully loaded and insulin deliveries were resumed.